Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal ¿ l connector c90j the membrane separated. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about separation of the membrane of l connector. According to the customer's report, when the injector was disengaged, the connector membrane was separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 15-oct-2022 h6: investigation summary one sample was returned to our quality team for investigation. Through visual inspection, the membrane is observed to be improperly assembled. A device history review was performed for lot 2202202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported event were identified during these inspections. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure, no issues related to the reported event were identified. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A CAPA (B)(4)has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported while using bd phaseal ¿ l connector c90j the membrane separated. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about separation of the membrane of l connector. According to the customer's report, when the injector was disengaged, the connector membrane was separated.